Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports. The last repair was (B)(6) 2014 where it was reported that the device needed repair and the roller, bushings, side plates, gears and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) once as documented in the repair reports. The last repair was (B)(6) 2009 where the cutter was sent it and it was deemed non-repairable. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 2:1 cutter serial number (B)(4) once as documented in the repair reports. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 3:1 cutter serial number (B)(4) once as documented in the repair reports. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated 4:1 cutter serial number (B)(4) once as documented in the repair reports. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The roller, carrier guide, gear, and side plates were all worn. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all failed to produce a passing sample mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, bushings, side plates, comb, gear, damaged hardware, ratchet gear, pin, and spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection noted that the comb was bent. A bent comb could cause the handle to not function properly. The cause of the handle not cranking or stopping was due to the bent comb. The root cause of the handle not cranking or stopping could not be determined since it is unknown how the handle became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the zimmer skin graft mesher handle would not crank and it would not stop. Initial inspection of the returned device revealed that the mesher had a bent comb. Attempts have been made and no further information has been provided by the customer due to lack of response. No adverse events were reported as a result of this malfunction.